Event description:
"We put 2 devices in this patient. The first device was fine. It was the 34/30x200 (28-m334200302490u, lot # 1906120188). We placed that first in the distal position about 5cm above the celiac. We then prepped the 36x150 (28-m336145362490u, lot # 180719255) in the normal fashion. The physician pushed the grey handle forward beyond the black line on the catheter main body. The physician tried to turn the controller form position 1 to position 2. It would not turn. This is his 9th or 10th device implanted so he knows how it should feel. There was a second physician in the room and he also tried but could not. The physician asked me what the bail out procedure was to get the inner sheath back. I didn't have a good answer. We grabbed the controller and twisted very hard and it finally turned. We were able to deploy successfully at the level of the lsa and complete the case with no patient complications. I do not have the device to send back as when they put it in the trash, they bent the stainless-steel cannula and destroyed the device. I was able to put on gloves and move the controller back and forth in the normal fashion." Patient outcome: "treated successfully."

Event description:
"We put 2 devices in this patient. The first device was fine. It was the 34/30x200 (28-m334200302490u, lot # 1906120188). We placed that first in the distal position about 5cm above the celiac. We then prepped the 36x150 (28-m336145362490u, lot # 180719255) in the normal fashion. The physician pushed the grey handle forward beyond the black line on the catheter main body. The physician tried to turn the controller form position 1 to position 2. It would not turn. This is his 9th or 10th device implanted so he knows how it should feel. There was a second physician in the room and he also tried but could not. The physician asked me what the bail out procedure was to get the inner sheath back. I didn't have a good answer. We grabbed the controller and twisted very hard and it finally turned. We were able to deploy successfully at the level of the lsa and complete the case with no patient complications. I do not have the device to send back as when they put it in the trash, they bent the stainless-steel cannula and destroyed the device. I was able to put on gloves and move the controller back and forth in the normal fashion." Patient outcome: "treated successfully."